Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rosenthal, d.l., leibu, e., aloysi, a.s., kopell, b.h., goodman, w.k., kellner, c.h. Safety and efficacy of electroconvulsive therapy for depression in the presence of deep brain stimulation in obsessive-compulsive disorder. The journal of clinical psychiatry. 201 6;77(5):689-690. Summary/reported event: a (B)(6) male patient with deep brain stimulation (dbs) of the ventral capsule/striatum to treat obsessive compulsive disorder (ocd) experienced a reduction in their yale-brown obsessive-compulsive scale (y-bocs) score postoperatively, but two years after dbs activation the patient reported worsening depression and suicidal ideation. They failed to respond to both medication and dbs adjustment, so dbs was turned off and they underwent 3 inpatient electroconvulsive therapy (ect) sessions over the course of a week. Ect treatment reportedly reduced depressive symptoms from severe to mild, and reduced ocd symptoms from severe to moderate. The patient underwent 2 more ect treatments over the following two weeks, "during which time his ocd and depressive symptoms fluctuated." One week later the dbs was reactivated and at the time of publication the patient remained stable with a y-bocs score at their original post-implant level of improvement. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Event description:
Additional information received from the corresponding author reported that the patient had suffered from comorbid depression including suicidal ideation for many years prior to dbs implantation, and had also undergone numerous electroconvulsive therapy treatments pre-implant as well. When asked about the cause of the event they stated that this episode of worsening depression occurred in the context of acute adjustments to the patient's medication regimen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.